Manufacturer narrative:
On 08/14/2019, mentor received additional information about the event. It was initially reported that the patient developed capsular contracture in her left breast. New information states that the patient actually developed a late onset large seroma in her left breast with the formation of a pseudocapsule. After explantation surgery, the fluid was taken for gram stain, flow cytometry, and cytology to rule out bia-alcl. The results of this testing were not provided to mentor despite multiple attempts to obtain it. Because this report is for the patient¿s right breast prosthesis and no additional information was received for this device, no updates to the patient codes are required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast capsular contracture (baker grade unknown). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 700cc gel breast prosthesis (left device) and an unspecified mentor gel breast prosthesis (right device) observed that her left breast prosthesis was bigger than the other. The patient¿s doctor stated that it is capsular contracture (baker grade unknown). As a result, the patient underwent bilateral explantation on (B)(6) 2019. It was observed after explantation that there was bilateral rupture of the breast prostheses. The removed devices were discarded. This medwatch report is for the right breast prosthesis.